Event description:
Due to early battery depletion, the ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed premature battery depletion via stored data. Although a longevity calculation was within expected limits, review of the real-time measurement trend revealed a sudden drop in battery voltage. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of battery depletion could not be determined.